Event description:
Boston scientific crm received information that this atrial lead dislodged which resulted in loss of capture (loc). In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted cuts in the insulation and blood in the lead lumen due to the cuts. The lead passed conductor resistance and high potential confirming the conductor was uncompromised. The lead did not pass insulation pressure testing due to the cuts. Analysis was unable to confirm the allegations loss of capture and dislodgement.